Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had missing pixels and small vertical stripes that did not allow interaction with the pump. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.